Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), when the introducer was inserted into the femoral vein and when the cylinder was removed, tissue was observed. At that time, the patient, who had been sedated, became mad and their blood pressure decreased. The intravenous (IV) was increased and blood pressure raising drugs were administered. The blood pressure decrease may have been caused by irritation such as pain during sheath insertion. The device was implanted successfully after observation of approximately thirty minutes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.